Manufacturer narrative:
The ge service rep replaced both the power supply and the ccd camera, verified the supply outputs, performed a complete camera calibration, checked image resolution, camera focus and tracking. The unit booted and was x-ray error free.

Event description:
The customer reported that no image displayed on the system, however, no error displayed. He stated that the problem occurred in the middle of a procedure.